Event description:
This patient experienced a restenosis of this product approximately 22 months post implant. This male patient with a past history of diabetes insulin dependant and uncontrolled), bipolar disorder, high cholesterol, gerd, hypertension known triple vessel disease with quadruple bypass (01/2003), and a family history of cardiac related deaths (both mother and father @age 60) was admitted to the hospital with a chief complaint of angina, dyspnea and fatigue. The patient as taken electively to the cardiac cath lab, where angiography revealed triple vessel coronary disease with an occluded native lad and rca, a 70% ostial lesion in lima graft to the lad, a 70-75% aorto-ostial stenosis of the svg to the om2 (also refered to in reports as the left posterior lateral or lpl), a 60% stenosis of anastomosis of the svg and the om1 (also refered to in reports as the ramus intermediate or rami), with a 90% stenosis within the om after insertion point, and a 60% ostial stenosis of ostium of the svg to the rca. After a discussion with the patient, an elective pci was scheduled for eight days later.